Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range of over 200 ohms. This rv polarity was changed, and the shock impedance decreased to 140 ohms. It was suspected that there was a possible integrity issue with this rv lead. Technical services recommended to perform a commanded shock, a vector breakdown and a wireless electrocardiogram to further evaluate this rv lead. However, no further evaluations were performed. It was decided just to continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.